Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had not been able to take pictures. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11 the device was not returned to olympus for inspection. However, the customer contacted olympus technical assistance support (tac) to report the issue of not taking the images. The troubleshooting steps were advised to the customer like turning off the cv-190 / clv-190 / and provation pc, clean the scope connector, clean the clv-190 connector ,reseat the trigger cable between the cv-190 and the provation pc, turn the entire system back on, register a patient on the provation pc, make sure they are getting a live image from the scope on provation and take a picture. The reported failure was confirmed and troubleshooting was able to resolve the issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.